Event description:
(B)(6) stopped using via360, one patient had complication due to released too much visco into one area with via360. Patient is still having vision problems, and he is hesitant at the moment to use via360 or any other canaloplasty device.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include complications and adverse events associated with intraocular surgery as known risks. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.